Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed battery out limit and the numbers started running up rapidly. The blood glucose reading was 320 mg/dl. The unit alarmed after a battery change. The patient was assisted with clearing the alarm. The keypad was unresponsive. Prior to the event, the customer was outdoors at a wedding and the temperature was humid. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. No scrolling number anomaly was noted. No moisture damage was noted on the electronics. The battery out limit alarm could not be verified. The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.